Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (failure to seal); however, the subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of surgical intervention, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information reported that the patient was given IV pain medicine for the chest pain and blood pressure control, and fluids. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the saphenous vein graft to right coronary artery (svg to rca). After a 5x50mm unspecified stent was implanted a perforation was noted; therefore, a 4.0x16mm graft master stent was implanted in an attempt to seal the perforation; however, the perforation was not sealed. Another non-abbott stent was used to seal the perforation. After the procedure the patient began experiencing superior vena cava (svc) syndrome symptoms as swelling, jugular vein distention (jvd) and chest pain; therefore, it was noted that a hematoma had developed in the mediastinum. The next day a mediastinotomy was performed to aspirate the hematoma. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.